Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: this complaint regarding the needle button releasing on its own cannot be confirmed. The device was received with the needle release button in the activated unlock position. This state can result in the needle button retracting prematurely.

Event description:
Patient reported the needle button popped up after 6 to 7 hours of wear. Patient stated the v-go was applied to the side of his abdomen and that he noticed it when he awakened.